Event description:
The therasense freestyle test strips failed to take up the blood sample. 9 of the first 23 from lot # 0210907. This failure was confirmed through testing of 3 strips. Therasense is replacing 90 of the 100 strips bought from this defective lot. When pt bought another 100 before the replacements arrived they were from the same defective lot number. The pharmacist pulled the rest of this lot. Therasense has not yet recalled this lot that pt found to be 40% defective.